Event description:
The customer reported that erroneous cardiac troponin (accutni) and/or imprecise creatine kinase-mb isoenzyme (ck-mb) results were generated on a unicel dxc 600i synchron access clinical system for multiple patients across two days. This report represents the generation of an elevated erroneous cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied patient data indicated that upon repeat on the same instrument, the patient's repeat accutni result was lower and within the normal reference range of the assay. Other assay results for this patient were provided by the customer but were not questioned as erroneous as part of this event. The erroneous accutni result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was a heparin sample which was centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the assay generated a acceptable calibration curve prior to the event. A system check performed on (B)(6) 2012 failed due to substrate variance however passed on (B)(4) 2012 after beckman coulter inc. Technical service was provided. Assay quality control results were acceptable on (B)(6) 2012 prior to the event however low level accutni quality controls results failed after the erroneous results were generated the accutni reagent and calibrator lot associated with this event was 122056 and 121451 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) identified a kinked substrate probe and a damaged peri pump inner shaft. The fse performed major preventive maintenance activities on the instrument and replaced the peri pump. The fse performed all necessary testing and released the instrument back to the customer. In conclusion, hardware is the most likely cause of this event. Associated mdrs: 2122870-2012-01411 and 2122870-2012-01418.